Event description:
Customer reported issues with the insulin pump. Customer states that the buttons were not responding. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.